Event description:
It was reported that the shock impedance on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had been gradually increasing. The current shock impedance measurement were out-of-range in the 170-180 ohms range with the highest measurement being 192 ohms. Boston scientific technical services (ts) recommended doing a commanded shock test to further evaluate. Defibrillation threshold (dft) testing was done and resulted in an error code 1005 indicating that an open circuit condition was detected during the shock delivery. The ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.